Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): reason for surgery: sui, neck suspension-tvt/cystoscopy, urethropexyconcurrent procedures: cystoscopy.it was reported that the patient experienced pain, urinary/bowel problems, recurrence, bleeding, dyspareunia, and neuromuscular problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. Note: interceed was not listed on the complaint, product information provided by medical records.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with cystoscopy due to stress urinary incontinence, neck suspension-tvt/cystoscopy and urethropexy. It was reported that the patient experienced pain, urinary/bowel problems, recurrence, bleeding, dyspareunia, and neuromuscular problems.

Manufacturer narrative:
Date sent to the FDA: 12/10/2015. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted. It was reported that the patient underwent a transurethral resection of bladder tumor on (B)(6) 2008, due to bladder tumor. No additional information was provided.